Manufacturer narrative:
The device was returned to the MFR and analyzed. Joules were verified on the fiber card as 10, 680 joules. Failure analysis disclosed that the metal cap was detached and had been returned. The glass cap shows devitrification and fiber melted at open end of metal cap output window. The fiber was broken distal to the fiber/cap fusion zone. The fiber condition would either result in activation of the fiberlife safety feature by modulating the power and showing a pulsing beam when an exposure is attempted, or may result in continuous activation of the fiberlife safety feature, placing the system into standby mode. The root cause of device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
It was reported that the fiber cap detached inside the pt during a prostate procedure. The fiber cap was retrieved. The procedure was completed with another fiber. It was reported that there was no pt injury.